Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the 20 g x 1.16 in (1.1 x 30 mm) insyte the tip of the catheter was ruptured. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: at the time the catheter was installed, the venoclysis to the patient through an insyte no. 20, this present obstruction, nurse proceeds to remove it and observes broken the catheter of the distal part, so she had to puncture the patient again.

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see h. 10.

Event description:
It was reported that during use of the 20g x 1.16in (1.1 x 30 mm) insyte the tip of the catheter was ruptured. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: at the time the catheter was installed, the venoclysis to the patient through an insyte no. 20, this present obstruction, nurse proceeds to remove it and observes broken the catheter of the distal part, so she had to puncture the patient again.